Manufacturer narrative:
The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was found separated from the female luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during the assembly process. A device history and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
It was reported that the tubing automatically detached from the 3-way stopcock during nacl priming. There were no visible cracks observed within the tubing. The tubing was replaced and therapy resumed. There was no patient involvement and no patient harm. No additional information is available at this time.